Event description:
Plantiff alleges becoming hyperallergenic to latex gloves causing plantiff to sustain severe personal injuries, great pain of body, anguish of mind, and has been prevented and will be prevented from transating or engaging in her usual activities. Plainiff further alleges obligation to expend great sums for medical care and attendance, and has and will continue to have her earning capacity impaired. Plantiff alleges loss of parental society.